Event description:
Per (B)(4), during clinical procedure, patient experienced broken or fractured component was observed.

Manufacturer narrative:
Date of event was not provided. If the requested information becomes available, a supplementary report will be submitted. Explant date is not applicable since the product was not removed. Patient age, weight are unknown lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.